Event description:
The customer reported that the heart start xl loses the ECG signal when the cable is moved. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up will be submitted once the investigation is complete.